Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer did not provide information about symptoms due to high blood glucose. The customer did not allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer declined further troubleshooting. The infusion set cannula was bent. The customer indicated borderline diabetes ketoacidosis because the cannula had kinked/bent upon insertion. The customer received the blockage message again with blood sugars over 600 mg/dl. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will continue use of the device.